Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ping meter is giving an error 5 message. Sometime after receiving the error 5 message, the patient indicated that his fingers were tender. The patient did not receive any treatment that would suggest the patient had acute complications of diabetes. The error 5 message was not resolved with training. This complaint is being reported due to the alleged error 5 message. However, there is no evidence the patient suffered a serious injury due to the product issue. The patient did not have any hypoglycemic or hyperglycemia symptoms and did not receive any medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.